Event description:
During a coil embolization procedure of the acom artery (medium characteristics vessel and irregular aneurysm measuring 4x3), the orbit mini complex fill 3x3 coil (B)(4) was not taking desired shape, and there was poor conformability. After the event, the coil was removed from the patient without losing target site. The procedure was completed with another coil. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, stretched, unraveled, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube and embolic coil was found all stretched (inside the introducer), no other anomalies were noted. Support coil, gripper and embolic coil were found inside the introducer. Gripper and embolic coil were taken out from introducer to inspect them on the microscope and no other anomalies were noted apart from the one on embolic coil (stretched). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil positioning difficulty-poor conformability" could not be evaluated due to the nature of the complaint, however, the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the anterior communicating (acom) artery, the orbit mini complex fill 3x3 coil (637mf0303/ 15153768) was not taking desired shape, and there was poor conformability. After the event, the coil was removed from the patient without losing target site. The procedure was completed with another coil. It was reported that the target site had medium vessel characteristics with an irregular aneurysm measuring 4x3. Other than the reported event, no other damages were noticed with any other section of the coil (it was not detached, separated, fractured, stretched, unraveled, etc) or the delivery system/introducer (it was not kinked, bent, fractured, separated, etc), and the coil remained attached the delivery system. One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube and the embolic coil was found all stretched (inside the introducer), no other anomalies were noted. The support coil, gripper and embolic coil were found inside the introducer. The gripper and embolic coil were taken out from introducer to for microscopic examination and no other anomalies other than the noted stretched coil were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report that the coil did not take on desired shape/conform to the aneurysm could not be evaluated based on the nature of the complaint; however, the analysis and the DHR review indicates that the device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Based on no reported coil stretching, the timing, contribution, and root cause of the stretched coil received in the introducer cannot be conclusively determined. The device records review indicates that the product met specification prior to shipment; additionally inspections are in place to prevent the device from leaving the facility with the damages noted on the returned device. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined. It is possible that procedural factors including aneurysm characteristics, device size selection, or manipulation may have contributed with the reported event. Therefore, no corrective actions will be taken at this time.